Event description:
The customer reports discrepant and falsely elevated architect ca 19-9xr assay results for one patient sample generated on an architect i2000sr analyzer. The sample generated results of 94.02, 113.51 and 132.76 u/ml. The customer reported a result of 114 u/ml out of the lab. Prior to this, the customer had experienced calibration failures with controls drifting high and low and eventually out of specification high. There has been no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
The customer reports discrepant and falsely elevated architect ca 19-9xr assay results for one patient sample generated on an architect i2000sr analyzer. The sample generated results of 94.02, 113.51 and 132.76 u/ml with a mean of 114 u/ml. These results were indeed run on a patient sample but were intended only as an internal comparison study and were not reported out of the lab. Prior to this, the customer had experienced calibration failures with controls drifting high and low and eventually out of specification high. A service call was initiated. There has been no impact to patient management reported and no patient treatment was performed as a result of these values. The suspect medical device changed from the architect i2000sr analyzer, list: 03m74-01 to the architect ca 19-9xr assay, list: 02k91-25. MFR report no. 1415939-2014-00081 has been submitted to document the suspect medical device as the architect ca 19-9xr assay. Suspect medical device changed.

Manufacturer narrative:
The suspect medical device changed from the architect ca 19-9xr assay, list: 02k91-25 (MFR report no. 1415939-2014-00081) to the architect i2000sr analyzer, list: 03m74-01. MFR report no. 1628664-2014-00037 is being re-submitted to document the suspect medical device as the architect i2000sr analyzer. An abbott field service representative (fsr) visited the customer site and replaced the manifold valve kit. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. The complaint information reasonably suggests a malfunction of the valve, manifold kit with part number 7-77612-02 occurred; however, no systemic product deficiency was identified. The improved valve, manifold kit (part number 7-77612-03) was installed on the architect i2000sr of this customer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).